Event description:
Emergency medical technician's responded to a person described with shortness of breath. The device was connected to the pt who was also described as unconscious but breathing and with a pulse. According to the reporter, when the analyze button was pressed, the device inappropriately advised a shock. A shock was not delivered to the pt. The reporter stated this occurred two more times before paramedics arrive on the scene and transported the pt to the hospital. No adverse effects to the pt were reported as a result of the alleged malfunction.